Event description:
It was reported that the twist clamp of the minicap transfer set would not close after the patient would twist it open. As a result, the patient had to change the transfer set. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the transfer set was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13c21021. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up report will be submitted.